Event description:
It was reported that a small portion of the distal end of the cannula became detached while being inserted into the patient's right shoulder for arthroscopic rotator cuff repair and had to be retrieved from within the joint. The procedure was completed with an alternate, and there was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: an investigation could not confirm the reported problem as this device was disposed of by the facility and will not be returned to conmed linvatec for evaluation. A corrective action is in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.